Event description:
It was reported that during the implant procedure, upon device interrogation, an error message occurred. The device had been stored in a car trunk in ninety degree weather prior to implant for unknown duration. The device battery was low. The device was removed and a new device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found. (B)(4).